Manufacturer narrative:
Date of event: exact date unknown/not provided. Best estimate date is between 12/29/2020 - 2/9/2021. The intraocular lens (iol) is not returning for evaluation as it is discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) had a mechanical complication-the patient was too near sighted. Therefore, the lens was explanted from the patient's operative eye. The lens was discarded. There was no vitrectomy, incision enlargement or sutures required. No further information is available.